Manufacturer narrative:
Unit passed the displacement test, rewind and basic occlusion test. Unit was unable to prime during prime and system sensor test due to gold faulty force system resistor. No compromised force system sensor alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor everytime a fill tubing and a rewind is performed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 179 mg/dl at the time of incident. Troubleshooting was done for prime rewind but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.